Event description:
The customer reported via phone call that the customer encountered problems while priming the insulin pump. The customer stated that the piston did not stop. The customer used a new reservoir and was then able to complete the priming without any problems. The customer's blood glucose was unknown. The customer agreed to monitor the insulin pump. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.